Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital after not feeling well on (B)(6) 2018. Upon device interrogation, it was noted that the device failed to terminate ventricular tachycardia episodes with the atp therapy. The device was turned off and turned on again and the vt episodes were resolved by the atp therapy. Programming changes were made. The same event re-occurred again on (B)(6) 2018. A manual atp therapy was attempted and could not be delivered. The vt episodes were resolved by the atp therapy after rebooting the programmer. Programming changes were made. The patient was stable.